Manufacturer narrative:
A lumenis service engineer visited the site nine (9) days after the reported event. Upon inspection, the engineer could not duplicate the reported "display froze" and after performed safety checks and verifying the system is working within manufacturer specifications the system was returned to the facility safe and ready for use. A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. Device was manufactured 29_may-2013 and installed at the customers site on (B)(6) 2014. A review of system risk files (rd-1148040 rev t) revealed risk #10.1 " device malfunction" which have the potential to lead to adverse effects of alternative treatments". The risk likelihood has been quantified and found to be remote, and the risk has been characterized and documented as acceptable within full risk assessment. In this case, an alternate laser was brought in to complete the case with no complications to the patient. Although the alleged device malfunction did not cause or contribute to any change in the patient's condition, it is uncertain if the user facility had to use the alternate device as intervention to prevent permanent damage. In an abundance of caution, lumenis is reporting this malfunction. The engineer could not duplicate the reported event and could find nothing visually wrong with the system, therefore, the cause of the event could not be established. Lumenis is closing this complaint but will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop ((B)(4) and per post marketing surveillance procedure ((B)(4)).

Event description:
A foreign user facility reported that prior to beginning a procedure in which a lumenis acupulse 40w co2 laser system was to be utilized, the display screen on the system froze and the laser could no longer be used. Unable to proceed with the laser, the procedure was successfully completed with an alternate device. No report of injury was received, and the device malfunction did not cause or contribute to any change in the patient's condition.